Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. A ventec product support specialist contacted the reporter to troubleshooted the reported issue over the phone. The product support specialist recommended that she first replace the device's internal bacterial filter. After replacing the internal bacterial filter, the reported issues of the device not feeling like it was blowing, and not showing pressures, could no longer be duplicated or confirmed. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device felt like it was not blowing and was not showing pressures (i.e. No ventilation output). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were available.